Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg120244 pta balloon dilatation catheter allegedly experienced a retraction problem and rupture. There was one patient involved with no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot history review was performed. The device was returned for evaluation. The investigation identified the pta dilatation catheter was stuck in a introducer sheath. The balloon was also observed to be detached from the glue joint. Therefore, retraction issues and detachment were identified. The rupture was not identified. A root cause has not been determined. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot history review was performed. The device was returned for evaluation. The investigation identified the pta dilatation catheter was stuck in a introducer sheath. The balloon was also observed to have a break at the glue joint. Therefore, retraction issues and a break were identified. The rupture was not identified. A root cause has not been determined. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg120244 pta balloon dilatation catheter allegedly experienced a retraction problem and rupture. There was one patient involved with no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.

Manufacturer narrative:
The device is being returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg120244 pta balloon dilatation catheter allegedly experienced a retraction problem and rupture. There was one patient involved with no reported patient injury. This information was received from one source.